Event description:
Affiliate reported that after implantation the hydrocephalus did not improve and the pressure was adjusted. The patient then developed a low fever and leakage from the abdominal catheter was noted. As a result the catheter and valve was removed without replacement. It was however noted that the patient will receive a new valve in the near future.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records as well as the sterilization records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.